Manufacturer narrative:
(B)(4). No further information provided (x-rays, surgical report, photographs, lab test). The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product reference and batch number was not communicated. A complaint extract was done regarding revision due to malposition: - 3 complaints (18 products), this one included, have been recorded on gts femoral stem, from january 01, 2018 to june 08, 2021. - the complaint history, regarding the reference number, can't be performed as it was not communicated. - the complaint history, regarding the batch number, can't be performed as it was not communicated. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a revision surgery will be needed due to progressive varization of the gts stem after covid-19.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported by dr. (B)(6) that a revision surgery will be needed due to progressive varization of the gts stem after covid-19.